Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had difficulty pressing down the wake button. The contact declined tandem technical support's offer to troubleshoot. Impact to blood glucose was not reported.